Manufacturer narrative:
Device was evaluated at the manufacturer and the complaint of smoke was duplicated. The device was repaired and returned to the customer.

Event description:
It was reported that the product was getting an overheating error message and smoke came out the drill during testing prior to a procedure. No pt involvement or adverse consequences were reported.